Event description:
Boston scientific crm received information that this lead was unable to be fixated on the ventricular septum with enough slack. This patient has a large heart, and the lead became dislodged one day post implant. A new lead was successfully implanted, and the other was extracted.